Event description:
On (B)(6) 2025, iridex became aware of an incident that occurred at the mass eye & ear infirmary that involved a pascal synthesis ophthalmic laser system, which is a laser system integrated with a table. It was reported that while attempting to move the table when the laser was not in use, the support for one of the table legs was compromised and the table fell. It should be noted that the table fall occurred when the product was not in use and is unrelated to the delivery of laser energy. The initial report did not indicate that the table fall resulted in an injury. In subsequent follow up communications with the site, it was learned that the table fell on an employee's foot resulting in employee injury, specifically a fractured right hallux. No patient was present, the laser system was not in use at the time of the event, and the product was in transit from the property's storage room. In a review of product records, it was determined that the event occurred on an 8-year-old product that was beyond product warranty.